Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout )

Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us is available in the USA with a 510k number k192245. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the light emitting diode(led) blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the light emitting diode(led). In addition, our technician confirmed that the light guide cable coating damage, the insertion flexible tube compressed (short in length), the suction channel buckled, the angle wire play, the lcb (light carrying bundle) crushed, the lg prong deformed, the lcb distal cover glass scratched, the lg prong top loose, the lg prong top worn out, the insertion flexible tube lump/wave, and the insertion flexible tube dented; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.